Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the jaws of the device would not open properly. The jaws did not lock on tissue. The procedure was completed with another device. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.